Manufacturer narrative:
The customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. This is a final report.

Event description:
A customer reported he received a reading of 62 mg/dl on (B)(6) 2010 at 8:22 pm and thought the reading was lower than he felt. The customer additionally reported that on the same day he did not eat anything since 1:30 pm and he felt woozy, nausea and lightheaded. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported he ate food to alleviate his symptoms. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degree celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. A follow-up report will be submitted once additional information is obtained. (B)(4).